Event description:
During surgery for a pilon fracture on (B)(6) 2013, one of the wing nuts on the holding sleeve broke into two pieces. Both pieces were retrieved. As the surgeon was turning the screwdriver, a loud pop was noted and the small hexagonal screwdriver with holding sleeve broke into 4 pieces. One piece broke off in the surgeons hand and the other fragments fell onto the table. It was reported that no pieces fell into the patient and all pieces were retrieved. The surgeon used a different screwdriver to finish the case. Surgery was prolonged approximately one minute to get the second screwdriver. No adverse effect to the patient was reported. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device shows marks of frequent use. The wing nut is broken off; the broken off part of the threaded bolt was jammed in the holding sleeve. The complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications, part is damaged. The drill-hole in the wing nut shows deformations; the device was over torqued with an unknown instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.